Manufacturer narrative:
Device is a combination product. (B3) date of event updated. (B5) describe event or problem updated.

Event description:
Promus premier china registry. It was reported that angina occurred. In (B)(6) 2019, the subject presented with unstable angina and was referred for cardiac catherization. The target lesion was located in the proximal left anterior descending (lad) artery with 80% stenosis and was 50mm long, with a reference vessel diameter of 3.50mm. The target lesion was treated with pre-dilatation and placement of 2.5x20mm, 2.75x20mm and 3.50x16mm promus premier drug-eluting stents with 0% residual stenosis. Four days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2019, the subject was diagnosed with angina pectoris considered by the physician as possibly related to the devices. The outcome is unknown and no other information is currently available. It was further reported the target lesion was in the proximal lad to mid lad. It was also reported that in (B)(6) 2019, medication was given to treat the angina pectoris and considered it resolved on the same day.

Manufacturer narrative:
Device is a combination product. Date of event entered as (B)(6) 2019 as the event date is an unknown date in (B)(6) 2019.

Event description:
(B)(6) clinical study. It was reported that angina occurred. In (B)(6) 2019, the subject presented with unstable angina and was referred for cardiac catherization. The target lesion was located in the proximal left anterior descending (lad) artery with 80% stenosis and was 50mm long, with a reference vessel diameter of 3.50mm. The target lesion was treated with pre-dilatation and placement of 2.5x20mm, 2.75x20mm and 3.50x16mm promus premier drug-eluting stents with 0% residual stenosis. Four days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2019, the subject was diagnosed with angina pectoris considered by the physician as possibly related to the devices. The outcome is unknown and no other information is currently available.